Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had impedance measurements of >4000 ohms on all bipolar and unipolar electrode pairs. It was also noted that the patient felt the stimulation during the impedance testing. The patient outcome was reported as she was "doing great" and "loved" the device and did not want to make any further changes.